Event description:
It was reported that the patient had a grand mal seizure and fell on the concrete floor. Programming history was attempted to be reviewed, however none was available. No other information has been received.

Event description:
Information was received that the patient has had no improvement regarding seizures causing her go to emergency room due to falls, and the patient is having issues with word finding. No additional or relevant information has been received to date.

Event description:
It was reported that the patient¿s seizures had been markedly diminished with a change in pharmaceutical management. No additional or relevant information has been received to date.

Event description:
It was reported by the patient in a post on the vns therapy facebook page that the patient has seizures more frequently but they are not as strong. Per the report, the vns brought to life absent seizures, nocturnal seizures, and myoclonics. The patient had been admitted to the hospital after having two grand mals and stated she was not doing well. No additional or relevant information has been received to date.

Event description:
New information was received reporting that the patient had an increase in seizures over a four year period, following their vns implant. The physician has referred the patient for a battery replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
An implant card was received reporting that the patient had their generator replaced. The reason was reported as prophylactic. The device has not been received to date.